Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 17 months ago. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that the sent graft migrated distally and it is 2.7 cm below the level of the renal arteries with no endoleak present. The aortic neck diameter at the level of the renal arteries is 39 mm with severe anterior angulation and distally it is 37 mm in diameter. The stent graft migration was attributed to disease progression, angulation and dilatation of the aortic neck. A talent cuff was placed which successfully resolved the stent graft migration. Currently, a non-contrast CT was performed; therefore, if there is an endoleak it cannot be seen; however the aneurysm diameter has not changed since the secondary intervention. Currently, aortic neck has expanded due to disease progression to 40 mm in diameter, the stent graft has now migrated 2.5 cm distally along with the bifurcated stent graft. With the bifurcated stent graft migrating there is now an 80 degree bend in the stent graft; there is still perfusion the iliac limbs. The physician is going to monitor the patient. The physician is going to speak with the patient and discuss the following; implanting a 46 proximal extension and a couple aneurx iliac limbs to build up the flow divider along with the use of aptas screws. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft migration); patient's condition affected effectiveness of device (disease progression, angulation and dilatation of the aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression, angulation and dilatation of the aortic neck).